Event description:
It was reported that the insulin pump alarmed button error. Customer's blood glucose level was not included in the report. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin had an unresponsive up buttons due to corroded keypad traces. The insulin pump had minor scratches on lcd window, scratched case, cracked case at display window corners, cracked battery tube threads and broken reservoir tube lip.